Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing was performed and it revealed a superior rupture at the union between shell and patch, located, measuring approximately 0.3 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that right side expander was explanted on (B)(6) 2019, and left side was explanted on (B)(6) 2019. Hence, field d7 explantation date has been updated on this form. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with cpx4 with suture tabs medium height smooth expander and was presented with bilateral expander deflation postoperatively. As a result, the expanders were explanted on (B)(6) 2019. This report is for the patient¿s left-sided expander.